Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the f/g, promus element plus,mr,ous 3.50x12mm stent delivery system (sds) was returned for an analysis. A visual examination of the crimped stent found proximal stent damage. The two most proximal struts were misaligned and a portion of the most proximal strut was lifted from its profile and bent back distally. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured using snap gauge and the result within max crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section revealed a kink within the mid-shaft section, 47mm proximal to the port well. These types of damage are consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found slight damage to the bumper tip, the distal tip edge was slightly flared outwards. This type of damage is consistent with resistance being encountered on advancement to the lesion site. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 23-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 12x3.5mm, 95% stenosed, eccentric, de novo target lesion with significant lesion bend of <45 was located in the moderately tortuous and mildly calcified bifurcation of the left anterior descending (lad) and left circumflex(lcx) arteries. After predilation with a 3x20mm balloon catheter, a 3.50x12mm promus element¿ plus drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a 3.25x16mm promus element¿ plus des. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.